Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a neutral lad experienced a leak, which resulted in blood exposure to a nurse. The cause of the leak was not reported. The event was not further described. It was not reported if the nurse was hospitalized for the event. The nurse did experience cross patient exposure to blood; however, no adverse events were reported nor did the nurse require medical intervention. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Additional information: a CAPA has been opened to investigate the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.